Event description:
It was reported that during a deep brain stimulation lead implant procedure, the stereotactic frame was applied to the patient, two burr holes were drilled and the burr bases were applied to the skull. However, prior to advancing the stereotactic electrode, the patient was administered hydralazine to bring systolic blood pressure below 140, per facility standard of care. The patient did not tolerate this and the heart rate increased to 102, accompanied by chest pain and st depression as noted by the anesthesiologist. The procedure was paused and then stopped as the patient was not tolerating the procedure. The burr hole retaining clip and cap were applied, and skin was closed over the skull. Patient was taken to recovery and then admitted to the high acuity unit where she subsequently returned to baseline status and was discharged from the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, lot: 31230144.